Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem, charger not charging) was confirmed. Upon investigation, the charger was not charging due to the l4 on the bedside board being knocked off. The root cause of the damaged l4 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem and was not charging.